Event description:
It was reported that during central processing the maryland bipolar forceps instrument was found to have a frayed cable. There were no reports of patient involvement. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: there were no reports of patient harm and no fragments fell into the patient during the last procedure. The frayed cables were discovered after the initial cleaning of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation did not replicate nor confirm the customer's reported complaint of a frayed cable. The instrument was found to have various scratch marks, with light material removed, on the main tube. The scratch marks were 0.053¿ - 0.160" in length and were not aligned with the tube axis. The root cause of this failure was determined to be related to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A log review was performed for the maryland bipolar forceps instrument reported in this complaint (part #: 47112-16/n10210308 0019) and the following was found: the instrument was last used on (B)(6) 2021. The instrument had 3 uses remaining and was not used for any subsequent procedures. This complaint is being reported due to the following conclusion: during the failure analysis investigation, it was discovered that the instrument had scratch marks, with light material removed, on the main tube. The reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.